Event description:
The customer reported no bubbles during scope testing, insufficient air to clear water from objective lens on the evis exera iii colonovideoscope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: clogged nozzle with a foreign material. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the nozzle was clogged with a foreign material of an unknown origin due to insufficient cleaning. The customer later confirmed that the device was not disinfected/sterilized before sending it in for evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it was unknown if the reprocessing steps at the material residue point deviated from the instruction manual. It was not confirmed that there was physical damage at the material residue point. A definitive identification of the reported foreign material was not reached and could not conclusively specify the root cause of the foreign material remained in the device. The event can be detected and prevented in accordance with the following IFU. The instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor the field performance of this device.